Event description:
Patient in shower with lumex shower chair/ wheels. Patient sat down on seat and it collapsed. Portion of metal frame caused blunt trauma injury to patient's inner, posterior, right thigh, approx. 2-3cm deep. Patient died 2 days later of unrelated causes, we believe. Autopsy showed primary bronchogenic carcinoma with metastasis to hilar and mediastinal lymph nodes, adrenal glands and liver with massive involvement.